Event description:
I use a tandem t-slim insulin pump and for several years used a dexcom g6 continuous glucose monitor (cgm). I am on (B)(6) and kept getting notices the g6 would be phased out and I should use the new g7. I switched to the g7 and began having problems with the cgm losing bluetooth connection with my pump. After months of problems, my endocrinologist switched me to abbott freestyle libre 2+. This cgm as worse than the g7. It was "out of range" 30-40% of the time. This occurred repeatedly overnight. When out of range occurs, the control iq software in the tandem pump doesn't work. Control iq raises or lowers the basal rate of insulin delivered by the pump. This keeps the user from having blood glucose levels that are too high or too low -- this situation is bad for a diabetic. I made repeated calls to dexcom about their cgm and to tandem about my pump. Tandem sent me a replacement pump on (B)(6) 2025. Within 30 mins. Of the startup of the new pump, the out of range occurred with the abbott cgm. The tandem rep for san antonio came to my home the following week and interviewed me for 1.5 hours. He was extremely helpful in trying to resolve my issues, but his suggestions did not work. On (B)(6) 2025, I inserted a dexcom g6 cgm given to me by my diabetes clinic. It lasts for 10 days. It worked for several consecutive days without a break, but then began to have disconnection problems. I will stick with the g6 as long as dexcom produces it because the transmitter is stronger and more reliable. Dexcom may have opted for a cheaper, poorer quality filament/needle that resides in your arm. I don't know. But, as a type 1 diabetic for 20 years (with most of them on a pump), and a son with diabetes (t1d) for 39 years, I know diabetes and I know pumps. In (B)(6) 2020, I participated in an endeavor clinical trial for dexcom. I wore 5 cgm sensors in my body for over 3 weeks. None of them lost connection -- not once. I know dexcom can do better. I am 78 years old and know I am closer to the end of my life than many folks; however, there are parents with infants and young children who are struggling every day trying to keep their diabetic child alive and minimize the horrific side effects of blood glucose levels that are out of range. You only have to read a few of the comments on the facebook page of dexcom g7 complaints to see the nightmare scenarios these people are experiencing. A product should work as advertised -- especially when said product is produced/sold to help a serious, possibly life-threatening disease. I would not like to think that these companies are making decisions that seek to enhance their financial bottom lines, but one wonders. If earlier generations of a product worked better, what has happened? I wore the first generation of the dexcom cgm. It was not very accurate, but it was a step in the right direction. Dexcom has taken many steps backward. This is a serious issue for diabetics who wear pumps and/or use continuous glucose monitors. When you call dexcom or abbott for technical assistance, you speak to a person who is reading from a script and you don't get the same answer twice. A rep at abbott told me the problem was with the current ios version on my iphone, where I have an app that connects to my pump and cgm. She obviously does not know her product. The only time the iphone is used is when you insert a new abbott cgm and you scan the device with the iphone to pair it with your pump. Then, the iphone is out of the equation -- communication is between the pump and cgm. Not very helpful. I feel I have a lot of experience with pumps and cgms, but this issue has become extremely frustrating for me. Diabetes requires a lot of attention, but I feel like these problems have taken over my whole life and have certainly affected the quality of life for me. Please let me know what is being done to investigate and correct these problems that many cgm users are experiencing. Thank you for your time. Device codes: 3283, 2880, 1506. Patient codes: 4580. Reference report mw5175608.